Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to treat a slightly calcified and moderately tortuous lad lesion. The physician attempted to use a 2.25x26 resolute onyx stent. The device was inspected with no issues noted. It was reported that stent deformation occurred, and that a break/fracture occurred at the tip of the device. The device was reported to have been kinked and re-straightened during use. The device failed to cross the target lesion with twisting reported at the tip. A second resolute onyx stent 2.25x26 was used. It was reported that a device or component detached, cracked, or fractured . A 2.25x26 resolute integrity stent was also used and a device or component detachment, crack, or fracture occurred. No patient injury reported.

Manufacturer narrative:
Additional information: the lad was a type iii vessel ¿wrap around¿ with luminal irregularities proximally. The mid-segment has a lengthy stenosis with worst at 90-95%. The distal segment has luminal irregularities. 2.25 x26 resolute onyx : no damage was noted to the device packaging and no issues were noted when removing the device from the hoop/tray. Negative prep was not performed because the stent was not yet optimally positioned. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered during advancement and no excessive force was used. It was reported that upon attempting to advance the stent into the mid-segment, a ¿catch¿ was felt and device could not be positioned across the lesion despite adequate backup support and buddy wiring. The stent was successfully removed from the patient and no intervention was required. Device evaluation: kinks were evident on the hypotube. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 4th distal stent wrap, with struts raised and stretched. Slight deformation was evident to the distal tip. Image review: the images capture a lesion site in the lad as reported by the account. Multiple pre-dilations are performed with unidentified balloons. The images capture what appears to be a 26mm long stent on the delivery system in the guide catheter; this may possibly be one of the resolute onyx devices or the resolute integrity device. There are no images capturing the attempted delivery and subsequent retraction of the resolute onyx and resolute integrity devices. Further pre-dilation is performed prior to the delivery and deployment of an unidentified stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.